Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were on reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional info was provided.